Event description:
It was reported via clinic notes received dated (B)(6) 2012, that the patient had been experiencing an increase in seizures beginning in (B)(6). The physician had made some adjustments to her medication however her seizure frequency was noted as "still not back to baseline." The physician stated the vns was indicating about 40-50% battery life was remaining however he believed the vns was "exhausted" due to her being vns being at high settings since being implanted 4 years ago. Last known diagnostics available to the manufacturer were taken on (B)(6) 2011. Surgery to replace the patient's generator is likely. Attempts for additional information have been unsuccessful to date.

Event description:
Reporter indicated the vns generator was replaced on (B)(6) 2012.attempts for return of the explanted generator have been unsuccessful to date.

Manufacturer narrative:
.